Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a blue screen issue and slowness in login. A technical support specialist confirmed with customer that issue resolved after the station reboot. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system unexpected stopped responding. The customer also stated that the users experiencing slowness in login. There were no adverse events or injuries reported based on this incident.